Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. The therapy was exhausted. Analysis of the system was performed, and x-rays indicated a potential fracture of the electrode. The system was reprogrammed into the alternate vector and further analysis of the system was discussed. This system remains in service. No further adverse patient effects were reported.